Event description:
The initial reporter stated that the pump was not delivering formula. Mmdg did follow up with the initial reporter who stated that the pump did not alarm. They did not report any adverse effects to the patient due to the complaint. No other information was provided. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Manufacturer narrative:
The device was returned to mmd for investigation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmd for investigation, the pcb had failed, causing the pump to falsely alarm no food and to be unable to infuse. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump was not delivering formula. Mmdg did follow up with the initial reporter who stated that the pump did not alarm. They did not report any adverse effects to the patient due to the complaint. No other information was provided. (B)(4).